Event description:
It was reported female patient in cardiogenic shock and septic in cath lab. A 40 cc fiberoptix sensor (fos) intra-aortic balloon (iab) was inserted and initially not zeroed. Pt. Is on dopamine, vasopressin and levophed at large doses; also on vent. Pt. Is in sinus tachycardia with heart rate of 147 bpm, has a svr 4800, cvp 15. Rn stated pt. Has clean coronaries. Rn contacted clinical support specialist (css) for assistance in getting fos calibrated. Fos waveform and timing was good, but began to get frequent "helium loss 2" alarms. Css contacted senior css to assist with troubleshooting. When css spoke to rn, she stated there was no blood in tubing. Css had her check all connections on catheter and pump; rn stated they were good. Css asked rn if they could reposition pt. Or put traction on catheter. They tried, but continued to get helium loss alarms. Ccs had rn do a helium leak test on pump; pump was fine. Since pt's heart rate was so rapid, css had rn decrease volume to 35 cc and try pumping. They were able to pump, but alarms again occurred. Ccs had rn go to 1:2 assist ratio and try pumping. They were able to pump for a longer time before alarms occurred. Css had rn decrease volume to 32 cc and try pumping. Alarms occurred, but at less frequency. Css asked rn to fax her an alarm strip which displayed a very narrow balloon pressure waveform (bpw) squaring off at 250 and also showed an elevated baseline. Ccs advised rn they were dealing with a kink in balloon catheter and a fast heart rate; they could try going down to 27 cc or replace balloon. Css explained if they replace balloon, they may get a different angle on insertion and that would help with the kink, but may still have to decrease volume in balloon if they continue to get alarms because of heart rate. Rn explained they did not have another fos balloon so if they replace it, they would have to use a regular balloon. Css told rn they could use autopilot with regular balloon. At 1:40 pm css called rn back and they have now transferred pt. To unit and have them on a 1:8 assist ratio. Css called unit and spoke with critical care educator (cce). They changed pt. To a 2nd pump and are still getting helium loss alarms. Pt. Is still at a heart rate of 140s. They tried to go back to 1:2, but get frequent alarms. Since cce changed pumps, volume had gone back to 40 cc. Css had her change volume back to 32 cc. Css also had cce try putting pressure and traction on balloon catheter as well as hyperextended pt's hip. When they did this, pump would pump longer before alarming. Css explanted that pt. Had a kink internally and with her heart rate and being so clamped down it was making it hard to get helium in and out of balloon quick enough. Css had cce put pt. On a 1:4 assist ratio and asked her to fax some strips. Strip with alarm showed bpw was squaring off at 250 and there was a slight dip in baseline as it returned to baseline. In strip where css had cce reduce volume to 25 cc, there is a plateau and baseline appears to be at zero without slight dip before returning to baseline. Css felt that this is a kink in catheter, but pump should be pumping without alarm on 1:2 assist. Css again had cce check all connections and she stated they are tight. Css explained there could be a small hole in balloon and that they have not seen any blood in tubing yet. Since pt. Is so clamped down they may have hit a piece of plaque on insertion. Css explained that they may need a change out balloon and only other option they had was to turn pump alarms off. Css explained that if they chose to do that they would need to make sure that catheter tubing was in plain sight so they could watch for any signs of blood and watch augmentation. They continued to get "helium loss 2" alarms about every 5-10 minutes. Cce stated, she would discuss this with physicians and let them make the decision what to do.

Manufacturer narrative:
Additional information received on 3/20/09 stated that the sample will not be returned for evaluation.